Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (blue head) does not fit the infusion tube, which cause falling off during connection process." The cvc was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned a 3-l cvc catheter and lidstock for evaluation. Visual analysis did not reveal any defects or anomalies. The inner diameter of the opening on the medial luer hub measured 0.169", or 4.2926 mm, which is within the specification limits of 4.27-4.31 mm per the medial extension line graphic. With the distal end of the catheter body occluded, a lab inventory ars was filled with water and used to pressurize all three extension lines. No defects or anomalies were observed. The threaded syringe was able to tighten on to all three extension lines with no issues. A device history record review was performed, with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." The report that the connection was not fitting between the medial luer hub and the infusion tube could not be confirmed through complaint investigation. Visual analysis of the luer hubs did not reveal any defects or anomalies. The infusion tubing was not returned. The catheter luer hubs met all relevant dimensional requirements. Additionally, functional and additional testing revealed that the connection between both a lab inventory ars and treaded syringe, and the luer hubs is functioning as intended. A device history record review was performed, with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the luer-lock connection (blue head) does not fit the infusion tube, which cause falling off during connection process." The cvc was replaced. No patient harm reported. The patient's condition is reported as fine.